Manufacturer narrative:
(B)(4)

Event description:
It was reported the asymptomatic patient presented in the operating room for a scheduled lead revision due to high capture thresholds observed on a previous interrogation. The lead was explanted when repositioning was unsuccessful. The patient was stable following the procedure. The patient will continue to be monitored.

Manufacturer narrative:
No conclusion code available. The complaint of high pacing threshold was not confirmed. The steroid plug was noted to be shifted.